Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported of the patient was hospitalized for the event. The patient was treated with an unspecified medication. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information/correction: this is a duplicate report to the report under manufacturer report number 1416980-2020-02222. All relevant information was submitted under report 1416980-2020-02222. Should additional relevant information become available, a supplemental report will be submitted.